Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the first device's balloon was filled up with a 35cm h2o pressure but after an hour it was found 0 pressure. A second device was used to re-intubate the patient but the balloon had leakage and could not be inflate. A third device was used and was filled up with a pressure of 29 but it caused an airway injury and aggravate lung infection.